Event description:
Customer reported that the serter was not functioning properly and was no longer springy during insertion. Customer stated that the needle was not ejecting fully and the adhesive kept getting stuck inside the serter. Blood glucose level was 47 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened quick-serter was inspected for locking and proper operation. An insertion test was performed using a new lab quick-set onto rubber skin. The quick-serter failed per inspection and the barrel walls were found with excessive glue from the quick-set tape.